Event description:
Caller reported that the t:slim x2 pump battery would not charge and there was a power source alert recorded as alert 07. There was no adverse impact to the customer¿s blood glucose level. The issue resolved after the customer changed the charging supplies, switching from the tandem wall adapter and charging cable, and the pump began charging with no further assistance needed.